Event description:
Per the clinic, the patient sustained a blow to the head resulting in the magnet becoming dislodged from the internal device.. Surgery to replace the magnet is planned but has not taken place as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, surgery to replace the internal magnet has been complanted (B)(6), 2011. This report is filed december 2, 2013. Implanted device remains.